Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the cause of death reported was apparent heart attack.

Manufacturer narrative:
This was initially reported on the summary report june 30, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated august 30, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, bowel problems, bleeding, dyspareunia, and vaginal scarring. Furthermore, it was reported that the plaintiff died. No cause of death was reported.